Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the vibra-alarm in the infusion device was no longer functioning and the acoustic alert in the infusion device was too quite despite the loudness was set to maximum.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4.